Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that patient was admitted on (B)(6) 2019 with driveline infection. Without continued drainage, ir was consulted for fluid collection, warranted no large enough for intervention. On (B)(6) 2019, culture was positive for staph aureus. The patient was placed on antibiotics and continued to be on chronic suppression. The patient was discharged on (B)(6) 2019. Since discharge patient follow up cultures were negative. No further information was provided.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event